Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for a routine follow-up the device exhibited oversensing of myopotentials on the rv channel. Programming changes were recommended and the device remains implanted.